Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: type of reportable event - the event type should have been death rather than serious injury in the initial report. This change is reflected in this additional report 1.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2019-13765. Patient experienced brain bleed post implant procedure. Later patient was taken home and he passed away on (B)(6) 2019.